Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported experiencing jaw pain with the aligners for the past 5 months. They stopped wearing the aligners consistently to prevent the jaw pain. The patient had an appointment with their dentist who advised them to immediately stop using the aligners. Their teeth also has not gotten any straighter from aligner treatment. At check in patient marked true to pain, jaw discomfort and sensitivity.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.